Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient is healing.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.

Event description:
The recipient is reportedly experiencing a skin flap infection. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's infection reportedly resolved.